Manufacturer narrative:
B5: information added. H6 patient code added: brain injury.

Event description:
It was reported that air embolism and st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed under non-general anesthesia, using intracardiac echocardiogram (ice) imaging. The implanting team initially attempted to access the laa using a watchman fxd double curve access system (was), but the physician experienced difficulty navigating into the laa. The was was exchanged for a watchman trusteer access system (trusteer). Challenging anatomy was noted, including a small ostium and a difficult takeoff, which prevented successful trusteer advancement. Multiple catheter and wire combinations (including 6fr, 5fr, and 4fr pigtail catheters, a wholly wire, and the trusteer) were all used in repeated attempts to engage the laa. During one of the final attempts, the physician observed unexpected microbubbles and asked whether a flush or injection was occurring. Ice imaging revealed air within the left atrium, left ventricle, right atrium, right ventricle, and aorta. The sheath and manifold were checked and showed no evidence of air entry. The trusteer was removed, and the physician suspected a peripheral intravenous (IV) line as a possible source, though no definitive cause was identified. St segment elevation was observed, and the patient began coughing. The patient remained hemodynamically stable and breathing spontaneously, however the patient became unresponsive despite anesthesia reversal and narcan being administered. The procedure was aborted, and the patient was monitored for approximately 30 minutes under fluoroscopy and ice, during which bubble burden decreased but remained visible. A head computed tomography (CT) scan showed no intracranial air, and a neurology consult was initiated. The patient was transferred to the intensive care unit (ICU) for continued monitoring. The patient remains hospitalized, and the event is ongoing. It was further reported that the st segment elevations self resolved after about 30-45 minutes with all catheters removed during the procedure. Conscious sedation was used during the procedure. The patient has not regained consciousness post index procedure, and the physician said that the patine likely will have a permanent neurological deficit.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis . The watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Media review . The provided medical media was related to air embolism and does not appear to depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media smes. Device history record review . A review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037656783. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review . There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism (st segment elevation, brain injury) and anesthesia risks (cough, loss of consciousness) (imaging and medication required, hospitalization, intensive care). Risk review . A risk review was completed and confirmed that the events of difficult to position, air embolism (st segment elevation, brain injury) and anesthesia risks (cough, loss of consciousness) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion . Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that air embolism and st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed under non-general anesthesia, using intracardiac echocardiogram (ice) imaging. The implanting team initially attempted to access the laa using a watchman fxd double curve access system (was), but the physician experienced difficulty navigating into the laa. The was was exchanged for a watchman trusteer access system (trusteer). Challenging anatomy was noted, including a small ostium and a difficult takeoff, which prevented successful trusteer advancement. Multiple catheter and wire combinations (including 6fr, 5fr, and 4fr pigtail catheters, a wholly wire, and the trusteer) were all used in repeated attempts to engage the laa. During one of the final attempts, the physician observed unexpected microbubbles and asked whether a flush or injection was occurring. Ice imaging revealed air within the left atrium, left ventricle, right atrium, right ventricle, and aorta. The sheath and manifold were checked and showed no evidence of air entry. The trusteer was removed, and the physician suspected a peripheral intravenous (IV) line as a possible source, though no definitive cause was identified. St segment elevation was observed, and the patient began coughing. The patient remained hemodynamically stable and breathing spontaneously, however the patient became unresponsive despite anesthesia reversal and narcan being administered. The procedure was aborted, and the patient was monitored for approximately 30 minutes under fluoroscopy and ice, during which bubble burden decreased but remained visible. A head computed tomography (CT) scan showed no intracranial air, and a neurology consult was initiated. The patient was transferred to the intensive care unit (ICU) for continued monitoring. The patient remains hospitalized, and the event is ongoing. It was further reported that the st segment elevations self resolved after about 30-45 minutes with all catheters removed during the procedure. Conscious sedation was used during the procedure. The patient has not regained consciousness post index procedure, and the physician said that the patine likely will have a permanent neurological deficit.

Event description:
It was reported that air embolism and st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed under non-general anesthesia, using intracardiac echocardiogram (ice) imaging. The implanting team initially attempted to access the laa using a watchman fxd double curve access system (was), but the physician experienced difficulty navigating into the laa. The was was exchanged for a watchman trusteer access system (trusteer). Challenging anatomy was noted, including a small ostium and a difficult takeoff, which prevented successful trusteer advancement. Multiple catheter and wire combinations (including 6fr, 5fr, and 4fr pigtail catheters, a wholly wire, and the trusteer) were all used in repeated attempts to engage the laa. During one of the final attempts, the physician observed unexpected microbubbles and asked whether a flush or injection was occurring. Ice imaging revealed air within the left atrium, left ventricle, right atrium, right ventricle, and aorta. The sheath and manifold were checked and showed no evidence of air entry. The trusteer was removed, and the physician suspected a peripheral intravenous (IV) line as a possible source, though no definitive cause was identified. St segment elevation was observed, and the patient began coughing. The patient remained hemodynamically stable and breathing spontaneously, however the patient became unresponsive despite anesthesia reversal and narcan being administered. The procedure was aborted, and the patient was monitored for approximately 30 minutes under fluoroscopy and ice, during which bubble burden decreased but remained visible. A head computed tomography (CT) scan showed no intracranial air, and a neurology consult was initiated. The patient was transferred to the intensive care unit (ICU) for continued monitoring. The patient remains hospitalized, and the event is ongoing.